Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient started experiencing low flow alarms at home on the evening of (B)(6) 2024 and was found by medics to be in ventricular tachycardia (vt). The patient was successfully cardioverted in the field and was brought to the hospital by emergency medical services (ems). The patient was having low flows during this time. The patient also reported feeling some palpitations and lightheadedness. The low flows were thought to be caused by the patient arrythmia and resolved after the patient was cardioverted. The patient was stable upon arrival to the emergency department around 21:32 and was transferred to the cardiovascular intensive care unit (cvicu) around 01:00. The arrhythmia was not thought to be device related and the patient remained on amiodarone and had an implantable cardioverter defibrillator placed. It was noted that the patient had a history of ventricular fibrillation arrest due to an anterior st-elevation myocardial infarction (stemi) with a subsequent percutaneous coronary intervention prior to the implantation of the left ventricular assist device (lvad). Log files were checked on the morning of (B)(6) 2024 and they noted that the patient had a driveline disconnect alarm and a subsequent pump off alarm at 02:15. The patient did not report hearing any alarms and there was no report of an alarm given by the overnight nurse to the day nurse during the shift change. Log files were submitted for review, and they confirmed a pump stop at 2:15 due to the driveline being disconnected. However, it was later confirmed by two other individuals who were in the room that the alarm was audible at the time of the event and the system controller was functioning appropriately. The reported driveline disconnect was due to the bedside nurse inadvertently disconnecting the driveline while they were switching the patient from battery power to the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events and a driveline disconnect event. According to the account, the low flow events were caused by arrhythmia and the driveline was disconnected inadvertently by the bedside nurse. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia (vt) could not be conclusively established through this evaluation. The submitted controller event log file contained events from 02jan2024 ¿ 03jan2024. Transient low flow alarms were captured on 02jan204. Of note, the low flow events appeared to be associated with elevated pulsatility index (pi) values. A transient pump stop event was captured on 03jan2024 due to the driveline being briefly disconnected. This event was associated with low flow hazard, lvad off, and driveline disconnect alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the stored patient speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. The IFU explains that pump flow is a calculated value that is estimated based on pump power. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low flow alarms in the evening and was found by the medics to be in ventricular tachycardia. The patient was successfully cardioverted in the field and was brought by ambulance to the hospital. The patient had low fows during that time. The patient arrived to the emergency department around 21:32 and was stable. At 01:00, the patient was transferred to the cardiovascular intensive care unit. Log files were checked in the morning and they noted that the patient had a driveline disconnect alarm and a subsequent pump off alarm at 02:15. The patient did not report hearing any alarms at that time and there was no report of an alarm given by the overnight nurse to the day nurse. Log files were submitted for review and they confirmed that the pump stop at 2:15 was due to the driveline being disconnected. After the pump stop the patient was moved from battery power to power module. Related manufacturer reference number for the heartmate 3 controller: MFR # 2916596-2024-00177.